Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that three (3) devices were returned inside it's package unopened. The packaging was opened in order to visually inspect the pen device; upon visual inspection, no foreign matter was observed or white spots. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the product seal on the foil still intact when the package was opened? Yes. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? Cloudy white circles, said pen was oozing liquid. What was the texture? Problem is on inside of device, can not be felt. Are there any photos of the foreign matter available? Photo. Is it possible that the foreign material fell into packaging upon opening of device? No. Was the product seal on the foil still intact when the package was opened? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)? Patient care manager. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown breast procedure on an unknown date and topical skin adhesive was used. Prior to application that the pen from the adhesive has white numerous spots at the bulb, at the end of the pen where they press on inside of that silicone they have spots. Another like device was used to continue with the procedure. There were no adverse consequences reported. Device returning. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. We received additional products that do not match what was initially reported for the complaint: quantity 3-clr222us; lot# 102u5b (quantity 1 reported) quantity 2-clr222us; lot# 102k33 (not reported-additional) a please advise if these items should be added to this complaint as additional complaints? Second lot should not be added to the complaint b are for another separate complaint? Provide complaint reference #. The account returned all product with this lot number 102u5b, 3 should have been noted. C if these were sent in error - quantity 2-clr222us; lot# 102k33 sent in error (discard). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.